Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor it was reported that patient had a reaction to the device. On (B)(6) 2018 additional information was received. Patient clarified and reported that the kind of reaction they got was an infection and that the got up one morning and sat down on they rycliner and the back of their nightgown became wet. Patient also stated that the device was removed and was put on antibiotic. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted for urinary dysfunction/sacral nerve stimulation.